Event description:
It was reported that the system did not boot up and the control panel display, and tube arm display were not working.

Manufacturer narrative:
(B) (4). The ge service rep replaced the collimator pcb, the control panel pcb, the power supplies and a new fuses. The unit operates as intended. (B) (4) 06/18/2009.